Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found the drying piston valve required replacement. The technician replaced the drying piston valve, ran a test cycle and confirmed the washer to be operating properly. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking form their reliance synergy washer. No report of injury.